Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
The physician's office reported that the patient's symptoms had resolved by the patient's last visit. It was reported that it is believed that the patient's symptoms were attributed to the changes in the patient's seizure medications and not related to vns therapy.

Event description:
Clinic notes date (B)(6) 2013 indicated that the patient was experiencing an increase in seizures while on vacation. The cause of the increased seizures is unknown. The relationship between vns therapy and the increase in seizures is unknown. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report.